Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: unknown:- h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during an electrode and probe placement procedure. It was reported that during a deep brain stimulation case involving the leksell computed tomography frame, there was a procedural/device-related issue where the accuracy value for rod 2 disappeared on a specific slice during auto-registration. An additional spin was immediately taken, and the frame registration appeared accurate with no rod values missing, improving the accuracy from 0.6 to 0.5. Troubleshooting revealed a gap in the frame at the specific point where the rod 2 value disappeared.  No patient complications have been reported as a result of this event. There was a surgical delay of less than one hour. Images were included from the event. Snapshot 1 showed the specific slice in which the accuracy value for rod 2 disappeared, and it can be can visually seen that there was an inconsistency in points on the three dimensional (3d) model on the right hand side.

Manufacturer narrative:
H3, h6: a software analysis was initiated. The session logs were reviewed and there were no errors/warnings captured in the logs related to the reported problem. The archives were reviewed and the issue reported was replicated in-house while using the o-arm1 exam and slice number 41 had the accuracy metric missing for rod 2. The o-arm1 exam must have the different intensity levels in each slice and the reported issue is observed. If the automatic stereotactic frame registration fails or is not accurate enough for the procedure, it is recommended to perform a manual stereotactic frame registration. There is no indication that a software anomaly contributed to the reported behavior. Codes b01, c19, and d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.